Manufacturer narrative:
Complaint no: (B)(4). The actual device was not returned. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed and identified a cracked main body of the transfer set. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, the main body was found cracked of a transfer set. There was no known patient injury or medical intervention associated with this event. No additional information is available.